Event description:
Patient was revised due to pain.

Event description:
Patient was revised due to pain. Update: (11/1/2012) - patient fact sheet was received. Patient was revised due to metallosis. Update: 03/01/2013 - litigation papers received 08/24/2012 allege, patient suffered pain and discomfort; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; chromium and cobalt metal toxicity; lack of mobility; and other complications. Update: 03/01/2013 - patients preliminary disclosure, with primary surgery and revision surgery operative reports, received 10/29/2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time.